Manufacturer narrative:
The service rep performed the following: removed and replaced cross brake; brake operating as intended. Functionally checked esd kit, operating as intended. Removed and replaced cap/power module and filament pcb. Verified generator alignments. System operating as intended. Verified battery test, measure 178.2 vdc during 75 kv, 200 ma shot; well within >160vdc tolerance. Service was performed as part of workshop set up. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-06880. That number had already been submitted for model 9800, submitted on 10/23/2007. We are submitting this report to replace the duplicate report number for this device.

Event description:
The customer reported system produces "charger fail error" during boot up. No patient injury.